Event description:
The customer reported that she was hospitalized due to diabetic ketoacidoses. The customer stated that she had an infection and pneumonia. The customer's most recent blood glucose reading was 300 mg/dl. The customer declined troubleshooting on her current insulin pump, and wanted assistance in programming her older model. The customer stated that she will use her older model insulin pump for now, and will call back for assistance as needed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.